Event description:
The customer reported the system is displaying an error message " need to close door". No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reconnected the cables to the isolated interface board. (B)(4).